Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the device settings were too strong when the patient stood up, and the patient programmer did nothing to adjust it. The patient had stopped using the device a month prior to (B)(6) 2016, and decided to try it again. Now, the patient programmer would not turn off the implantable neurostimulator (ins) or adjust settings. It was noted that the patient thought the healthcare professional would not be able to help with adjusting the device. The patient was not sure if the patient programmer was working. The patient had not been using the device/therapy because it was too strong when she stood up and the device that controlled the ¿up/down¿ did not work. The patient had trouble sleeping on the side where the implant was located; it poked the patient and it was difficult trying to put on a girdle that held up the patient¿s pantyhose. It was also reported that the patient kept poking it, and she could not carry her purse on the left side because it would hit the top of the ins. It was thought that the device/therapy would help the patient decrease her medication; however the patient did not feel the device/therapy had helped her decrease her medication as she had hoped it would. The patient stated she now had this device that she did not want inside of her. Additional reported patient symptoms included headaches and pain at the ins site. No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine event outcome and any additional steps planned/taken to resolve the reported issues. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that the patient had a product problem. The implantable neurostimulator (ins) was too strong and the patient had not used it in a while. The patient was unsure whether the patient programmer was working. No outcome or further troubleshooting/interventions were reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Event description:
Additional information received from the consumer reported that since implant she felt pain and pinching at the implantable neurostimulator (ins) site, sometimes when they were lying down it would pinch the skin on top, and ¿it seemed like the longer it was in there, there are times that I literally have to get up¿.on my side because I can¿t sit there.¿ the consumer felt the pinching on the top of the stimulator and the ins was kind of tilted and sticking out and felt like it was pushing up, and she ¿didn¿t want to feel like she was pulling or tugging at it.¿ it was further reported sometimes it was kind of uncomfortable where the leads were near the spine. These issues made it difficult to sleep on that side because when they laid it stuck up on the side of their back, so they couldn¿t sleep on that side, but they didn¿t like sleeping on their back so they needed to sleep on that side sometimes. It was noted the consumer had fibromyalgia and restless leg syndrome and her right side was the worst. When the consumer was first implanted they were excited and did get some relief to a certain degree but she thought she wanted to get as much stimulation as she could when having it adjusted but then it became very difficult for her to walk and it stimulated her walking to the point where she was staggering. It was noted the ins was charged the day prior, but the consumer turned stimulation off and didn¿t want to turn it back on. It was further reported the consumer hadn¿t been able to ¿use¿ their ins for three months and they couldn¿t ¿cut it off.¿ the consumer ¿firmly believed they had a defective machine and it wasn¿t inserted deep enough.¿ on (B)(6) the consumer met with their doctor, and on (B)(6) they met with the manufacturer¿s representative (rep) and the doctor¿s assistant regarding recharging who asked them to get a smaller device. The consumer got frustrated because they hadn¿t been able to use the device in four months due to ¿no cutting off, not being able to decrease, and it being too strong making it difficult to walk.¿ the consumer wanted to have the device removed.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4),, implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported overstimulation. It was too strong when standing up and too strong when sleeping. When the patient lied on her left side, she could barely feel it. The device had not been checked with the patient programmer. It was noted the patient had been turning the stimulation off at night and had not been using it as much. This was a gradual change in therapy. On the drive home from the last reprogramming session, the patient did not notice the change right away. Instructions were reviewed on how to adjust adaptive stimulation settings and the patient was to make adjustments for the different postures. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.